Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The original information of the lead fracture was reported via remedial action exemption report in a timely manner. (B)(4).

Event description:
It was reported that the patient presented to the emergency room because their device was emitting a tone. It was further reported that the right ventricular (rv) coil impedance was high and the change was very sudden. An rv coil fracture was suspected. The lead will be replaced. No patient complications have been reported as a result of this event. It was later reported that the lead was disabled and the patient is wearing a lifevest until the lead can be changed. It was further reported that during laser extraction of the rv lead the superior vena cava was torn with an unsuccessful repair. It was also reported that the patient had an acute hemorrhage and died.